Event description:
Boston scientific received information that during the implant procedure, when a left ventricular (lv) lead was being implanted, this right ventricular (rv) defibrillation lead became dislodged. It was noted that at times, the patient had no conducted rhythm, thus was externally paced. It was further noted that there was some confusion as to whether external pacing was capturing, thus external compressions were provided to the patient until external pacing capture was verified. This rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.